Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an right ventricular outflow tract (rvot) ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation port of the catheter broke during mapping. The physician noted that no extreme force was made nor was the tubing coiled over it. No patient complications were reported.